Manufacturer narrative:
The investigation determined that a non-reproducible and lower than expected vitros glucose (glu) result was obtained from a patient sample processed using vitros chemistry products glu slides on a vitros 5600 integrated system. An assignable cause of this event could not be determined. Based on historical quality control results a vitros glu slides lot 0047-0957-5089 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros glu reagent lot 0047-0957-5089. An instrument issue cannot be ruled out as a contributing factor to the event as pre-service precision testing was not performed on the instrument. A field engineer went on site and optimized performance with adjustments to the microslide incubator subsystem. Acceptable within run precision results were obtained following service actions indicating the vitros 5600 integrated system was performing as expected. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it could not be determined whether the customer was following the sample collection device manufacturer's recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The presence of a white buffy coat of white blood cells in the sample could have contributed to the lower than expected patient result.

Event description:
A customer reported a non-reproducible and lower than expected vitros glucose (glu) result from a single patient sample processed using vitros chemistry products glu slides in combination with a vitros 5600 integrated system. Vitros glu result of <20 mg/dl versus an expected result of 172 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros glu result was not reported outside of the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).